Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh was used. The patient experienced physical pain, stomach and vaginal pain, and scar tissue and will require additional medical treatments. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): undefined medical treatments. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterovaginal prolapse and genuine stress incontinence. It was reported that post insertion patient additionally experienced infection, recurrence, fistulae, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced depression, anxiety, interstitial cystitis, fatigue, abdominal adhesions, removal of appendix (2013), removal of fallopian tube (2013), abdominal pain, ibs, constipation and chronic pain syndrome. (Add'l outcomes per medical record): it was reported that the patient underwent concurrent total vaginal hysterectomy and mccalls culdoplasty procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.